Event description:
It was reported that the ilet user pulled out the cannula while applying a new inset 23 infusion set, consistent with an infusion set deployment or connector attachment issue and categorized under infusion set and cartridge concerns, with troubleshooting and education completed and no alerts or alarms reported. There were no reported clinical effects. Outcomes included no reported impact such as medical intervention, prolonged treatment, or hospitalization. Investigation included user troubleshooting and education. Investigation of this case revealed an incorrectly deployed infusion set, consistent with user handling during set application. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set insertion or connection.